Manufacturer narrative:
The reported events of unacceptable threshold and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures however an internal short was noted between the inner coil and ring electrode cables was due to procedural damage. Additionally, a visual and x-ray inspections of the lead revealed no anomalies except for procedural damage.

Event description:
During an in-clinic follow-up, inadequate capture and r-wave amplitude variation was noted on the right ventricular (rv) lead. No allegation of malfunction was made against the rv lead and the physician suspected the event was due to patient anatomy. The rv lead was explanted and replaced to resolve the event. The patient was stable.